Event description:
Customer reported emts came to his home on (B)(6) 2015. He was experiencing hypoglycemia and was treated with snacks. The professional meter provided a blood glucose result of 33 mg/dl, and within 2 minutes, his aviva system provided a blood glucose result of 88 mg/dl. He last used the device approximately 4.5 hours before the event. No adverse event due to the device was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.